Event description:
The information provided by the distributor indicates: hospital name: hospital (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2012; (B)(6) male patient, (B)(6). The patient, (B)(6), victim of a motorbike accident had the fracture of the pelvic ring tile b2 with rotational instability, treated with the orthofix pelvic fixator on (B)(6) 2012. During treatment several clamps (4) of the fixator broke, which contributed to the release of the system. The patient presented sacral eschars and it was necessary to reposition the fixator on (B)(6) 2012. Up to date, the patient presents the fracture consolidation. He is ambulating with little lameness and he is undergoing physical therapy. MFR reference number: 201300038. Please also kindly refer to MFR reports number 9680825-2013-00006, 9680825-2013-00007 and 9680825-2013-00008.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2009, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the second similar complaint notified from this specific device code. Orthofix srl has requested to the distributor involved patient's details including un update on the current health condition and copy of the pre and post operative x-rays and copy of the operative reports and the devices availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.